Event description:
(B)(6) home health rn reported they are having issues with pt's pump and it needs replaced. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: vimizim sdv - 80mg. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown. Diagnosis for use: morquio a mucopolysaccharidoses.